Event description:
Customer reported that 2 patients had their patient demographics merged into a single patient name and patient ID. User facility captured the downloaded file and information was downloaded one after the other. Samples were run and reported on the instrument correctly. Once sent to database, patient had two samples. Results were not uploaded to the host because the database did not validate the test results. The samples were then manually programmed for rerun and the original results were corrected for each sample.